Event description:
In 2001, the pt's fasting result on the surestep meter was 107mg/dl. The pt consumed breakfast but did not take insulin. At 11:20/am, the pt began to feel shaky and went to the ER, where blood glucose was 297mg/dl on a unknown type meter. A lab draw, performed 40 minutes later, was in the "400's." The pt was treated with an insulin injection, hospitalized and released on 02/2001.